Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the pump's time and date were incorrect. The reporter and patient were unaware the time/date were incorrect or how it occurred. This complaint is being reported based on the allegation of a time and date change without user intervention and because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the time and date reverting to default settings could not be verified in the black box. A review of the black box showed a manual date change from (B)(6) 2007 to (B)(6) 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.